Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had a damaged charged coupled device (ccd), the adhesive bending section cover (a-rubber) had a chip, the switch board was broken, the label on the video connector was peeled, and switch 2 was not working due to damage. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, at the start of a therapeutic laparoscopic inguinal hernia procedure, the endoeye flex deflectable videoscope had distorted screen and the screen turned green when the l lever was pressed. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the buckling of the blue image sensor unit cable was caused by hindering the movement of the blue image sensor unit cable when the angle was applied. Olympus will continue to monitor field performance for this device.